Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a procedure with a 500cc mentor memorygel breast implant and experienced left-sided capsular contracture (unknown grade) and device extrusion postoperatively. The patient stated that she experienced possible capsular contracture, and her skin opened up approximately five months after the surgery and the device was exposed. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2021.